Event description:
It was reported that the external pulse generator's (epg) high end voltage output was testing out of specification. The output was reading at twenty milliamperes on a sigma pace 1000 analyzer when the epg was set to twenty five milliamperes. The analyzer setting was confirmed, and it was determined that the epg was out of specification. The current status of the epg is unknown. There was no patient involvement.